Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. There customer's blood glucose level (bg) was 450 mg/dl. The customer administered a manual injection of insulin to address their bg.